Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the pump emitted a screeching noise without any visual alarm description on the display screen. The reporter further alleged the basal delivery on the home screen was set to 0.00 units. The reported stated one loss of prime alarm occurred and then, again, the pump emitted the screeching noise. The reporter denied that any alarms were recorded in the pump¿s alarm history. The user did not reboot the pump. There was no indication the device caused or contributed to an adverse event. This complaint is being reported because this issue has the potential to result in long term cessation of insulin delivery to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: review of the black box data revealed records of loss of prime on the date of the reported alarms. These records do not support the reporters claim of no alarms recorded in the pump¿s alarm history. There were no other alarms recorded in the pump history other than the loss of prime alarms. All 0.00 unit basal rates in the basal change history on the date of the reported issue correspond with the loss of prime alarm records. On investigation, rewind, load cartridge, and prime steps were performed successfully with no alarms. Force sensor calibration testing confirmed the force sensor was detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. The basal rate was set to 1 unit per hour; after 24 hours, the pump histories showed 24 units delivered, supporting normal operation; the basal rate did not change during testing. The pump was opened for investigation; no damage was found to the force sensor circuit. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display screen was found to be dim/faded/discolored.